Manufacturer narrative:
The report of drops in pump speed below the low speed limit and a pump stoppage event was confirmed through the analysis of a submitted system controller data log file. The log file contained approximately 3 days of data (dated (B)(6) 2017, according to the timestamp). Starting at approximately 10:33am on (B)(6) 2017 the log file captured multiple power and flow elevations up to 23watts and 12lpm, respectively. Along with multiple drops in pump speed below the low speed limit. During these events the controller alarmed with low speed advisory alarms, as designed. Additionally, at approximately 11:02am the log captured a pump stop event which lasted approximately 2 seconds. These events occurred on power module support. The log file also captured two transient replace controller alarms at approximately 10:35am and 11:02am on (B)(6). No atypical events were captured when the controller was operated on batteries. Although the root cause of the events captured in the log files could not be conclusively determined, based on previous complaint experience, the events appeared consistent with potential driveline wire compromise. The replaced portion of the driveline was returned in a segment measuring approximately 15 inches. Visual inspection revealed a small cut in the outer jacket of the percutaneous lead connector bend relief, approximately 3/8 inch from the metal connector. The cut did not penetrate the bend relief to the layers below. Additionally, tape was noted between 2.5 inches and 4 inches of the driveline. The tape was removed, revealing a small tear in the silicone outer jacket, approximately 3 inches from the metal connector. The damage exposed the bionate layer but did not penetrate it. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. High-potential testing did not reveal any current leakage through the insulation of the wires. Additionally, the driveline portion was returned with additional portions of the outer jacket and bionate layers. No damage was noted to either layer. The evaluation did not reveal any driveline damage that would have contributed to the reported event. As a result, the reported events could not be correlated to an issue with the returned portion of the percutaneous lead. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 11 months. A portion of the percutaneous lead (driveline) has been returned for evaluation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that a pump stoppage occurred while the lvad system was connected to battery power. The patient could not recall the last time they were connected to the power module. The patient was placed on an ungrounded cable. The manufacturer¿s technical services reported that the log file observed one pump stoppage on (B)(6) 2017 at 11: 00 am and multiple low speed events (B)(6) 2017 at 10: 30 am while being attached to the patient cable. Due to a concern for short to shield, the patient underwent a distal end percutaneous lead (driveline) replacement on (B)(6) 2017. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did return therefore the patient was left on ungrounded cable. No additional information provided.